Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. The event device code is addressed in the package insert. The report will be updated when the investigation is complete.

Event description:
Allegedly surgeon tried bending the ccp-mpx 1 r (crosscheck plate) using the in-situ benders, which did not fit properly in any hole and then he tried to use the straight drill guides, which also did not seem to fit properly. When the surgeon tried to bend the plate, it spliced one of the holes. Same difficulty in securing the benders/drill guides was observed with the second plate (backup device), so he used non-locking screws. Second plate was no compromised so it was used to complete the surgery. The surgery time was extended by greater than 30 minutes.